Manufacturer narrative:
Initial and final MDR (B)(4) - device 12 of 12.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 12 infusion set cannula kinked event on 16-oct-2024 within 3 or more hours after insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.